Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
A customer contacted baxter (B)(4) regarding a "high drain 105 call your nurse" that occurred on the homechoice (hc) machine, during patient use, while the patient was not connected, at power up. The home patient (hp) felt full and bloated. The technical service representative (tsr) had the caregiver (cg) power up the hc and the same alarm recurred. The tsr will swap the hc and the registered nurse (rn) will program the new hc. The machine is being swapped by apple express. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) to the home patient (hp) till the new unit arrives. There was patient involved, but no patient injury or medical intervention was indicated at the time of the report.

Manufacturer narrative:
(B)(4). This complaint for a report of increased intra-peritoneal volume (iipv) was confirmed during the event history log review and the root cause was determined to be a use error, because the tidal total uf removal was set too low. The device was returned for evaluation. The home choice device was evaluated and all functional tests were performed as per baxter's required procedures. The reported condition of iipv was confirmed but not duplicated. Visual inspection found no physical damage. The power on self test was successfully completed. The one hour therapy was completed without error or alarm. This issue is being investigated through CAPA.